Manufacturer narrative:
Preliminary testing at the customer site was performed by the ge service representative. Images were taken to confirm hose conductivity, record testing, and an x-ray was taken of the cord. A dual fault condition is necessary to attain the voltage on the chassis necessary to melt the air hose. Review of the x-ray of the power cord identified the first fault as protective earth open. It was also determined that the 2a ac fuse on the engstrom system was not blown which suggests that the ac fault current originated from some other source and used the engstrom power cord's protective earth conductor as the return path to its source. The power cord fuse was not blown, which is evidence that the engstrom/ac outlet box was not pulling the fault current through its line conductor. The power cord was returned to the manufacturing site for investigation. The power cord was checked to verify the continuity between the ground at one end of the cord and each of the other connections (ground, line, and neutral) at the other end, using a digital multimeter (dmm). The measured ohms from the machine end of the cord ground and the outlet plug side ground and the reading was 8.6 mohms. High continuity would be the expected behavior on a good cord as resistance measurements approaching 10 mohms are considered "no continuity". This is considered to be the first fault. The measured ohms from the machine end of the cord ground and the outlet plug side "line" and the reading was 0.678 kohms. A reading of infinity (0.l mohms) is the expected behavior on a good cord. This is considered to be the second fault. The measured ohms from the machine end of the cord ground and the outlet plug side "neutral" and the reading was infinity (0.l mohms on dmm). A reading of infinity is the expected behavior on a good cord. Production level electrical safety tests were performed and confirm a ground bond failure in the first step of testing. The original production tests results and DHR for the system document the system and compressor, including the power cord, passed all electrical safety tests and final testing. The root cause of the hose melting due to electrical current through the ventilator chassis is a dual fault on the power supply cord (protective earth open, continuity between ground and line). Further root cause for the two power supply cord faults is undetermined. Since the fault did not occur at the supplier and passed all production electrical safety testing, the failures most likely occurred at the customer site.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a preuse checkout, the customer noted the air hose between the ventilator and the compressor melted. There was no patient involvement.